Manufacturer narrative:
The oad was returned for analysis. The guide wire was pulled into the driveshaft with the spring tip lodged 18cm proximal to the distal end of the driveshaft. Scanning electron microscopic (sem) analysis of the guide wire spring tip revealed axial damage with no evidence that it had been spun over. The stuck guide wire was likely the result of the removal of the device or handling post procedure, and not considered a contributing factor to the reported event. Review of the device data log identified stall events during the procedure confirming the reported event. The root cause of the stall events remained undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Femoral access was obtained to treat a lesion in the dorsalis pedis (dp) artery with a diamondback 360 orbital atherectomy device (oad). The viperwire advance guide wire was not advanced through the dp. The physician believed there was sufficient wire at the distal end. The oad was advanced through the lesion and treatment was started on low speed. In the middle of the lesion, the crown stopped spinning. An attempt to restart the oad was made, but it continued to spin for seconds and stop. An unsuccessful attempt to activate glideassist was made. The physician removed all components. The access site was sealed, and the procedure abandoned.